Event description:
Customer reported kink in the connection cable , when moving the image fails (image disappears). The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was not returned for evaluation. According to service department a technician was on site and repaired the device. The defective cable was replaced and functional test completed with no issue. It is unknown at this time what caused kink in cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d4, h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 14 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it is likely due to a buckled cable. Olympus will continue to monitor field performance for this device.